Manufacturer narrative:
(B)(4). In a follow up to the facility the reporter stated that the nurses are very diligent with watching times as they are infusing chemotherapy, and this pump would not 'read out' - the pump was "brain dead". He stated that typically a pump is sent to his department with a note attached from the rn stating what they experienced with the pump. He stated that he will then check if the battery needs recharged and will charge it over night when needed. The reporter stated he will then check to see if pm is needed on the pump prior to doing any further testing. In this instance the nurse communicated that "every digit on the display lit up" and it was not readable (gibberish). The reporter then proceeded to test the pump and was not able to reproduce the 'gibberish' on the display as noted by the nurse but did state that the pump delivered more than it should have. He also confirmed that there was no patient injury. Visual inspection of the pump was performed and it was noted that the key panel and door frame were broken. The pump was tested three times for volumetric accuracy with a rate of 125 ml/hr and 25 ml: first test: 11 minutes 49 seconds or 102% of expected accuracy. Second test: 11 minutes 38 seconds or 104% of expected accuracy. Third test: 11 minutes 39 seconds or 103% of expected accuracy. The pump performed within specifications. Since the actual date of the event was not known, the log review was for the last day of infusion activity on (B)(6) 2013. On (B)(6) 2013 at 10:31:36 am the infusion was turned on and started with a vtbi of 160 ml at a rate of 320 ml/hr. The calculated total time for infusion is 30 minutes (t=v/r). At 11:01:34 am the infusion had completed. The total volume infused was 160 ml for duration of 29 minutes 58 seconds. The total volume infused relative to the time was 100%.

Event description:
(B)(4)